Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter assessment and the tip was drilled and broken. Therefore, the reported condition was confirmed. It was further determined that the bearings were worn out, loose and no longer in axial alignment which prevented the burr device from being inserted and not allowing it to pass through. It was determined that the issue with the drilled and broken( bent ) tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the tip on the craniotome device was bent. It was reported that there was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.